Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd q-syte luer access there was leakage at the joint. The following information was provided by the initial reporter: verbatim: the nurse was preparing to administer infusion to the child. When connecting the nipple of the infusion device to the joint of the diaphragm, it was found that there was liquid leakage at the joint. Therefore, the nipple was loosened and the diaphragm was observed to be concave. The infusion was carried out as the diaphragm joint was replaced.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jul-2023. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one photograph which displays one side of the top body appears to the pushed in. A gross visual inspection was performed on the returned unit where the top body was not sealed and could be lifted. Further microscopic evaluation identified that glue was present on the unit. A slight tear was observed under the top body. A leakage test was then performed using a luer lock syringe. Leakage was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, a damaged septum may occur if the low bond strength (or insufficient adhesive) is applied; however, adhesive was observed. During use this type of damage may occur due to excessive actuations or extraneous force. As the device has been opened and handled, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using the bd q-syte luer access there was leakage at the joint. The following information was provided by the initial reporter: verbatim: the nurse was preparing to administer infusion to the child. When connecting the nipple of the infusion device to the joint of the diaphragm, it was found that there was liquid leakage at the joint. Therefore, the nipple was loosened and the diaphragm was observed to be concave. The infusion was carried out as the diaphragm joint was replaced.